Manufacturer narrative:
On an unreported date, approximately two months prior to the receipt of this report (reported as ¿feb/mar¿), the patient was diagnosed with peritonitis following a one week history of abdominal pain. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, fibrin and feeling sick (not further specified). The cause of the peritonitis was unknown. The patient was not hospitalized due to the event. On unreported dates, the patient began treatment for the peritonitis with intraperitoneal (ip) vancomycin, and another unspecified antibiotic, route unspecified (doses and frequencies were not reported). Treatment continued for 2 weeks and the patient stated the symptoms had improved but the abdominal pain recurred suddenly in conjunction with copious amounts of fibrin. On an unreported date, the patient began treatment with heparin, ip (doses and frequencies were not reported. At the time of this report, the antibiotic and heparin treatments were ongoing. No further information was provided regarding the outcome from the event. No additional information is available.